Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/21/2020. Corrected information: d3, g1, g2. Additional information: d4, d10, h4, h6. A manufacturing record evaluation was performed for the finished device lot pjm189, and no non-conformities were identified. Additional h3 investigation summary: it was received for analysis two opened boxes with unopened samples of product code j346h, lot pjm189. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance pull off - suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/27/2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2020 and suture was sued. The suture is breaking off the needle when he is attempting to pull it tight. No other details provided. There were no adverse patient consequences reported.